Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported that the device had helped her but she was at a point where there was a release of some fecal material if she got up or bent over. She was not feeling stimulation, therapy was on. Stim was increased from 0.9v to 1.4v. Stimulation was felt in the correct area. The issue occurred near the end of (B)(6) 2016. The patient later reported that the event had not resolved and the patient was still trying to adjust stimulation. The patient later reported that she was getting about 50% benefit currently but was expecting 100%. She had to have the stimulation high in order for therapy to be effective for her bowels but since implant she was having urinary issues that she never had before. She was holding urine and did not realize she was holding urine until she would stand up and it would come out. She felt uncomfortable stimulation if she sat down or bent over. She felt like she had no options and was told by a manufacturing representative (rep) to stay on the current program she was on and not make any changes outside of increasing and decreasing stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.